Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: the reported event is described as "celect-pt did not deploy" and the physician removed all products and replaced with a non-cook filter. No patient events have been reported. Complaint investigation includes event description, returned product evaluation and image review. Image review includes 2 versions of a single fluoroscopic image during time of ivc filter deployment. The filter is advanced through a jugular approach with the hook of the ivc filter still attached to the deployment device at the midportion of the l1 vertebral body. There is no expansion of the primary or secondary filter legs, despite the filter being advanced through an outer larger sheath. There is faint appreciation of the protection sheath extended over the ivc filter to the distal portion of the ivc filter legs, below the level of the secondary filter legs. This tubular structure is consistent with the protection sheath used to collapse the ivc filter when loading and advancing through the 7-french introducer sheath. The deploying physician may have been unfamiliar with the deployment device and may not have un-sheathed the protection sheath to allow the ivc filter to expand, as described in IFU. The 7-fr sheath that is included in the celect platinum ivc filter kit could have prevented the difficulties with the filter not expanding, as the protection sheath locks into the outer deployment sheath to move as a single unit. This could indicate the possibility that the deploying physician used a different sheath than that is supplied with the product. Evaluation of the returned product revealed no nonconformances. The filter was loaded and deployed without any difficulties and the filter expanded in accordance with specifications. The reported difficulties during deployment of a celect pt ivc filter could likely be the result of not retracting the protection sheath during the attempted deployment. There is no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA k121629. Investigation is still in progress.

Event description:
Description of event according to initial reporter: during the procedure via the jugular vein the celect pt filter did not deploy. The operating physician removed all products, including the filter and completed the procedure using a denali filter. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.